Manufacturer narrative:
(B)(4). Catalog number is the us list number. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy on (B)(6) 2018. In (B)(6) 2019 the patient experienced stoma redness and drainage. Stoma culture was completed and resulted in yeast infection, treated with topical lotrimin cream since (B)(6) 2019 and clotrimazole with no improvements. On (B)(6) 2019, it was reported that the patient was treated with three rounds of unknown oral antibiotics between (B)(6) 2019.